Manufacturer narrative:
Updated feilds: b4, g3, g6, h2, h3, h6, (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, confirmed the issue and replaced the batteries. All functional/safety testing was performed. Returned the unit to the customer. Root cause of the malfunctioning batteries could not be determined since the batteries were not returned for evaluation as shipping batteries can result in potential hazard.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had dead batteries. There was no patient involvement.